Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Event description:
It was reported that the device exhibited a power loss alarm. Batteries removed. Upon trying to reinsert batteries it was found that the piece that the battery should connect with was broken. Drug is 5fu. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming power loss is broken. Customer stated that the piece of the battery pack that came into contact with the batteries had broken off, leading to poor connection and ultimately low voltage/power; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.